Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was introduced for ultrasound examination of the target lesion. However, while the device was being advanced, a detachment occurred outside the body, about 30cm from the tip. The procedure was completed with another catheter. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage consistent with saline damage. Which occurs post-use of the device and is not related to the original device failure. Media inspection revealed the pictures provided by the site were consistent with the imaging window separation noted during device analysis.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was introduced for ultrasound examination of the target lesion. However, while the device was being advanced, a detachment occurred outside the body, about 30cm from the tip. The procedure was completed with another catheter. There were no patient complications.